Event description:
It was reported the programmer takes a very long time from power on to boot up to the select model screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer takes over two minutes to fully boot. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. System fan and power supply fan are noisy. Keyboard is missing. Lower case handle, tabs on the power cord bay door, and left keyboard hinge are broken. (B)(4).